Manufacturer narrative:
Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed which found that the device worked intermittently after performing the pretest. It was further determined that the coupling head was worn. During service/repair, it was determined that there was an unknown liquid on the electronic control unit (ecu) and there was corrosion on the motor and bearings. It was observed that the seals were worn. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to improper cleaning methods, and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the small battery drive device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device worked intermittently after performing the pretest. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.